Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call pump is only showing partial display. The customer's blood glucose levels are unknown. The pump will not return for analysis. No further details are given.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments.